Event description:
It was reported that the plastic post broke off of the trial while the surgeon was trialing. A back up trial was on hand. No adverse consequence to the patient.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.